Event description:
Hill-rom received a report from the account stating the CPR pedal was not working. The bed was located at the account. There was no pt/user injury reported.

Manufacturer narrative:
The hill-rom tech found the solenoid valve inoperable. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The account replaced the valve to resolve the issue. Based on this info, no further action is required.